Manufacturer narrative:
Citation: miyoshi h, watanabe t, kido k, et al. Remimazolam requires less vasopressor support during induction and maintenance of general anesthesia in patients with severe aortic stenosis undergoing transcatheter aortic valve replacement: a retrospective analysis from a single center. Biomed res int. 2022;2022:6386606. Published 2022 oct 22. Doi:10.1155/2022/6386606 earliest date of publication used for date of event. A copy of the article was not attached as digital sharing would be in violation of copyright permission. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Literature was reviewed regarding the hemodynamics during general anesthesia with remimazolam and conventional anesthetics in patients who underwent transcatheter aortic valve implantation (tavi). Medtronic evolut r (n = 8) and non-medtronic sapien 3 (n = 34) valve types were used in the study. Of the 42 patients included in the study population, four had a pacemaker implanted. It is unclear if the pacemaker implants occurred before or after tavi. No additional adverse effects associated with the valves were noted.